Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that the core impaction drill was overheating during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the core impaction drill was overheating during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of heat was duplicated and the driveshaft bearings were damaged. The device can exhibit symptoms of heat if the driveshaft bearings are damaged. Therefore, it is likely the reported event was caused by the damaged driveshaft bearings.